Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "headaches, fatigue, difficulty forming sentences, brain fog, , disability, scarring, disfigurement, loss of capacity for enjoyment of life, not device related, and breast pain, anxiety, emotional distress, pain and suffering, increased risk of bia-alcl, fear of bia-alcl, and implant rupture." Affected side is unknown. Device was explanted.